Manufacturer narrative:
(B)(4). Batch # p9416f. Per photographic evaluation: upon visual inspection of the picture, a foreign matter appears to be in the package. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Device analysis: device was returned outside of its original package in good working condition and an insect-like foreign matter was found in the package. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, a brown foreign matter was found in the package when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.